Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 1.0mm and appeared used. The pattern on the tip face was consistent with normal degradation. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 93.7%. Since there is no indication that the tip of the laser fiber broke off, the complaint as reported cannot be confirmed. Since the complaint was first noticed during the procedure and occurred inside the patient, all available information indicates that the most probable root cause of this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6)2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. According to the complainant, the laser fiber was used to break a hard kidney stone. During the procedure, the physician noted that the tip of the laser fiber broke off inside the patient. The physician retrieved the broken pieces and removed the stone with the use of a nitinol retrieval basket completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. According to the complainant, the laser fiber was used to break a hard kidney stone. During the procedure, the physician noted that the tip of the laser fiber broke off inside the patient. The physician retrieved the broken pieces and removed the stone with the use of a nitinol retrieval basket completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber tip detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.